Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation, contamination was found on j1002aa & j1003aa components on the defibrillation board, potentially causing intermittent failures. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 110 (overvoltage set).